Event description:
A customer reported the need to cut the cusa manifold tubing (excel 36khz tubing) where it attaches to the handpiece because it was not suctioning well. A one fourth inch of tubing was cut off and the suction seemed to work fine after that. It appeared as if the tubing was kinking inside the handpiece.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.